Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had talked to a manufacturer's representative (rep) and was told to call in. The patient stated that the device is not recharging right inside of them. The patient stated that it beeped a few times. The patient reported a poor communication screen. When the patient was asked to troubleshoot a poor coupling screen was seen. The antenna was repositioned, rotated through all 4 positions, and the patient can't use a belt as they already wear a belt. The patient was charging over their underwear. Antenna locate was reviewed and attempted and the issue did not resolve. The patient was able to get all 8 bars, but lost them and it goes to 4 bars. As soon as the patient leans back to where they are comfortable they lose all the bars. The patient was sitting up in a rocking chair when they were trying to charge. The ins was on and was half full. The patient was on group c and program 1 at 5.0 volts. The issue was not resolved. The patient was still getting a poor coupling screen. It was reviewed that the number of efficiency bars will affect recharge time. The patient was sent adhesive discs overnight. If that doesn't resolve the patient will call back. No further complications were reported or anticipated. The patient doesn't intend to go to their healthcare provider (hcp). No further complications were reported or anticipated. No symptoms were reported.